Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during a bimax (bimaxillary) surgical procedure, it was observed that the sagittal saw attachment device and the electric pen drive device heated up while in use together burning the patient¿s lip. The reporter was unsure as to which device heated up and caused the burn. It was reported that the procedure was stopped; and first aid was immediately applied on the patient. As a result, there was a twenty minute delay in the surgical procedure. A spare device was available for use to complete the surgery. There was patient involvement reported. It was not reported if there was prolonged hospitalization. The patient's status post-surgery was not reported; however, it was reported that the patient currently has a blister/burn on the lip. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the patient did not have a scar which spilled onto their skin; however, there was an area on the patient¿s lower lip that had scarred up and was now white rather than pink. According to the reporter, it was the surgeon¿s opinion that the scarring would be permanent, and therefore, was not an ideal outcome for the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
It was initially reported that a sagittal saw attachment device was being used with the electric pen drive at the time of the event. Subsequent follow-up with the customer determined that a reciprocating saw attachment device was being used with the electric pen drive device. Therefore, the correct concomitant device was a reciprocating saw attachment. The brand name, catalog number and UDI have been updated accordingly. Subsequent follow-up with the customer, additional information was received. It was reported that the patient was undergoing bimaxillary surgery. It was reported that during operation, the patient sustained a burn to her lower lip while the electric pen drive device was being used. It was reported that the electric pen drive device had overheated; however, since the surgeon was wearing double gloves, the surgeon did not feel the electric pen heated up. It was reported that the shaft of the electric pen touched the patient's lower lip and as a consequence of the electric pen heating up, burned the patient's lip. It was reported that the patient experienced localized swelling and blistering which was treated with ice. It was reported that for two months on, the patient had an area on the lower lip that had scarred up; and is now white (rather than pink). It was reported that the scar did not spill beyond the skin. According to the surgeon, this scar looks permanent. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report device availability: the device availability was inadvertently documented as 3/2/2018 in the first follow-up report. The date returned to manufacturer was corrected to 2/11/2018. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device passed all tests and inspection criteria except for general condition, which failed because the device was worn out and was in a dirty condition. It was further determined that heat development during a short use was identified. It was observed that the ball bearings were worn out and the lifting rod showed too much play which caused the heat development. It was further determined that the attachment device was handled improperly because the tool-coupling showed clear marks of a pipe wrench or a similar tool. It was further determined that the reason for the heat development was wear of the mechanics and the lack of lubrication and maintenance. It was determined that the root cause of the failure was a combination between lack of service (normal wear) and improper handling (improper reprocessing). It could be assumed that the duty cycles to prevent overheating were not respected as shown in the manufacturer¿s manual. It was determined that the clear marks indicated that the attachment was heavily used and not correctly reprocessed. The assignable root causes were determined to be due to normal wear, improper reprocessing and improper handling which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. MFR site: the manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 7/25/2014. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.